Manufacturer narrative:
The returned screws were evaluated and found to have disassembled. Visual inspection also noted deformation on the shaft splines and screw head retaining rings, indicating the screws and associated construct had been final tightened into position. Deformation of the shaft splines and screw head retaining ring may allow the tulip to disassemble from the screw shaft if a screw and associated construct are final tightened but subsequently loosened. Based on evaluation findings and that there were no reported issues with the screws, the disassembly is likely a result of the screws being loosened and explanted as part of the reported revision surgery. A review of the manufacturing records did not identify any issues which would have contributed to this event. Reference reports 3012447612-2018-00402 through 3012447612-2018-00405.

Event description:
Four explanted pedicle screws were returned to zimmer biomet spine without an allegation of malfunction. However, device evaluation performed by zimmer biomet spine found that the screws have disassembled. There was no information suggesting the disassembly contributed to the revision surgery which was performed wherein they were removed. This is report one of four for this event.